Manufacturer narrative:
A ge representative did not evaluate the system. Customer was able to fix the system over the phone with tech support. System is operating as intended.

Event description:
It was reported that the system was having intermittent interlock errors causing the table to move from side to side. No patient injury was reported.